Event description:
It was reported that during a coronary artery stenting procedure stent damage occurred. During a ptca comprising a lesion located in the right coronary artery, the physician proceeded to advance a 2.50x24mm taxus liberte' stent to the lesion, but he felt significant resistance to advance the stent forward. Consequently the physician decided to withdraw the stent and realized that the distal portion of the stent had flared from the delivery system. Consequently he decided to change the stent for another taxus stent of the same kind. The procedure was completed without further problems or pt injury.